Manufacturer narrative:
Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two leads were working, and then only one lead was working. The details were unclear. Technical services (ts) provided details around atrial pace versus atrial sense and bi-ventricular pacing. The patient advocate mentioned the nurse pushed on the device when it was not showing two leads working. Questioned if this could have caused an issue. Ts discussed that would not cause an issue and provided further clarification on how the leads are attached to the device. The nature and details around one of the leads not working remains unclear. Reasonable evidence suggest this right atrial (ra) lead remains in service. No adverse patient effects were reported.